Manufacturer narrative:
During the onsite investigation, the territory manager (tm) was able to confirm the reported sys error message. To fix the problem, the tm replaced the laser head and completed a successful sys verification. Root cause was a faulty component, specifically a faulty laser head. (B)(4).

Event description:
A laser tech reports a laser head error message occurred prior to the start of surgery. There was a pt involved, but no harm was reported.